Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation. The patient reported raw rash under the front therapy electrode pad. The rash was reported to be on the verge of bleeding. The patient reported that her doctor gave her a steroid cream for the rash. During a follow-up the patient reported that the rash was improving. There was no alleged device malfunction.